Event description:
It was reported that the micro sagittal saw overheated during a bunionectomy procedure. A back-up was used to complete the procedure without injury to the patient or user, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be worn and the nose bearing was found to be unpressed. The presence of wear in the sag head assembly and the nose bearing unpressing is likely to cause or contribute to the handpiece overheating.